Manufacturer narrative:
Correction: h10. Title impact of radiofrequency ablation-induced glisson's capsule-associated complications in patients with hepatocellular carcinomasource plos one, date of publication: 18 january 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title wang¿s forceps-assisted percutaneous insertion and fixation of peritoneal dialysis catheter source artificial organs, volume 42, 2018 (728-735) article number: 7 date of publication: 30 march 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between april 2004 and december 2012, in a study to investigate the impact of rfa-induced glisson's capsule associated complications on liver function and prognosis on hcc patients. The procedures were performed under real-time ultrasound guidance and a 17-gauge cooled-tip electrode. Out of 170 patients. 17 had arterioportal fistula, 14 had intrahepatic bile-duct dilatation, 15 had portal vein thrombosis, 4 had intra-abdominal hemorrhage, 2 had hepatic infarction, 2 had pleural hemorrhage.